Manufacturer narrative:
Add'l info has been requested. Subject device remains in the pt. Investigation could not be concluded, no occlusion could be drawn. No device was returned and no lot number was provided. MFR records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
Pt with a cslp at c5-c6, was returned to the operating room for an add'l discectomy at c6-c7. Surgeon wanted to remove the plate and place a longer one. He was trying to remove one of the 1.8mm ti locking screws, the head stripped out and screw could not be removed. Surgeon could not remove the plate and opted to leave it in the pt, adding an allograft interbody spacer at c6-c7 with no plate.